Event description:
Received information from the patient reporting a shocking or jolting sensation following a change of position. Patient was talked through adjusting his stimulation with the patient programmer and that resolved the problem. Patient requested more training on using the device. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).